Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to an upgrade to biventricular ICD lead. Devices used: polypropylene sheath (8.5f), spectranetics 14f glidelight laser sheath, lead locking device (lld ez) and a spectranetics 11f tightrail rotating dilator sheath. During the case, the physician encountered stalled progression using the 14f glidelight, so requested an 11f tightrail device. Because the room was so small and the rep present in the case could not reach the device, the tightrail device was obtained for the physician by a staff member. The procedure was completed with no reported harm. After the procedure while checking records, the scrub nurse noticed that the tightrail device was used past its expiration date. This report is being submitted due to discovery that the tightrail device used in the procedure had exceeded its shelf life (potential for serious injury with recurrence).